Event description:
It was reported during insertion, the intra-aortic balloon (iab) would not advance into the sheath included in the kit. The customer tried to use a 9fr sheath and it still would not advance. Then they tried a new wire and still would not advance. The iab was also difficult to remove out of sheath included. A new iab was inserted to provide therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
Device evaluation: the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. The one-way valve, extender tubing, sheath and dilator were also returned. The one-way valve was vacuum tested and it held vacuum. The returned sheath was measured and found to be dimensionally within specification. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The iab may have become difficult to remove from the sheath because the membrane became unfolded during removal of the iab. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).